Event description:
It was reported that a mirafilter extension set leaked from an unspecified source. This occurred during infusion of paclitaxel. The device was connected to a non-baxter set. According to the report, "some drips were noticed." There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter evaluated one companion sample. The sample was visually inspected and not leak was detected. The sample was gravity tested and the liquid flowed correctly through the millipore filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.